Event description:
The needle was taken out of the package, unraveled, and handed to the doctor. No adjustment to needle at all. Doctor ordered needle out to primer inside of patient. Needle did not come out. The doctor tried again. Needle was found coming out the side.what was the original intended procedure?esophagogastroduodenoscopy (egd).